Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The kink resistant tubing (krt) cylinders were microscopically inspected and leak testing. It was found a hole a hole from sharp instrument damage and worn at fold in the proximal end of both cylinders. Both cylinders did not pass the leakage testing due to the leak found from sharp instrument. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected, and it was found to be worn to the filament. Ms pump passed the leakage test and functional testing. Finally, the spherical reservoir was microscopically inspected and had wear at a fold in reservoir shell. The spherical reservoir passed leakage test. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The ipp was explanted and replaced. No patient complications were reported.